Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, an fse visited the customer to address the reported event. During troubleshooting, fse advised the customer to run 2 patient specimens several times until good repeatability was obtained. The customer reported that the results of the patient samples were normal but were on the lower end of normal. Additionally, the calibration had failed. The customer reported that they were freezing their calibrators but were waiting on new calibrators to install. When the new calibrators were received, the customer was able to calibrate and run quality controls (qc) with acceptable results. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was operator error of freezing calibrators.

Event description:
On (B)(6) 2016, a customer reported getting calibration failures with their g8 analyzer. The customer confirmed that the reagent lots matched the columns and the reagents were primed. When the customer tried again, they were able to calibrate the instrument but reported that the results were out low and a low pressure alarm occurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.